Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Patient's other blood glucose value: 283, 106 and 136 mg/dl. Customer alleged the pump for under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The insulin pump failed the high pressure test. The customer experienced symptoms such as difficult breathing. The customer was treated with manual injection. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner.